Manufacturer narrative:
(B)(4) retrograde ejaculation.

Event description:
It was reported a clinical study pt had benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Three months, twenty-five days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing (B)(6) 2013. No further info was reported. (Oindomet) butylscopolamin (buscopan).